Event description:
The report indicated the physician used a wilson-cook tracer metro direct wire guide in a procedure. Additional information provided with this report indicated the coating of the wire guide separated and buckled near the distal end joint during use. No injury to the patient was reported.